Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with an unspecified mentor gel breast implant and experienced right-sided paresthesia and rupture postoperatively. The patient underwent bilateral removal and replacement with two unspecified allergan breast implants on (B)(6) 2021. Upon explantation, the right-sided rupture was observed. The device was inadvertently discarded and is not available for product evaluation. It is currently unknown as to the reason why the patient underwent the revision surgery. Follow-up is in progress. If additional information becomes available in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 7-oct-2021, mentor received additional information regarding the procedure, patient¿s symptoms, and suspected medical device. The procedure was a breast augmentation. The patient experienced right-sided capsular contracture (grade unknown). The relevant field has been updated. The patient was fully recovered after the revision surgery. The suspected medical device is a 250cc mentor gel implant. On 20-oct-2021, the investigation on the suspected medical device was completed based on a provided photo. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).